Manufacturer narrative:
Product development investigation was completed. The returned screw was confirmed to have a broken tip. Replication of the complaint condition is not applicable as the device is already broken. Relevant drawings were reviewed during investigation. The screw measured 3.55 mm in length. Drawing specifies that the screw length should be 3.9mm +/- 0.1, therefore approximately 0.35mm is missing from the tip. Measured using mitutoyo caliper (ca210p, s/n (B)(4), calibrated 10/10/2017). Additional measurements of the tip were unable to be obtained. A material test was attempted with niton08; however due to the small size of the material an accurate measurement was unable to be obtained. A device history records review was unable to be completed as the lot number is unknown. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information was not provided for reporting. (B)(4). Device malfunctioned intraoperative. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) reported following: it was reported that on (B)(6) 2017, during an unknown surgery, the tip of screw broke while being used. The tip did not remain in bone flap. Sample was discarded. Patient and surgery outcome were not reported. This report is for one (1) ti matrixneuro screw self-drilling 4mm. (B)(4).